Event description:
It was reported that one day post-implant, lead dislodgement and increased capture threshold were observed. The lead was repositioned successfully. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.